Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 9 months post xience v stent implantation in the right posterior descending artery, the patient experienced mild chest pain. On (B)(6) 2010, angiogram revealed approximately 90% in-stent restenosis. Percutaneous coronary intervention was performed. There was no adverse sequela reported and on (B)(6) 2010, the patient was discharged. There was no additional information provided.